Manufacturer narrative:
Date received by manufacturer: 10sep2019. Date of report: 11sep2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the o2 sensor to address the reported issue. Attempts were made to contact the customer to see if replacing the o2 sensor resolved the reported issue. The customer did not respond to these attempts to receive additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilators parameters were incorrect. There was no patient involved.